Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the display on the onetouch ping meter is hard to read. The complaint was classified based on the customer care advocate (cca) documentation. On the day of the call to lfs, the patient noticed the display issue when she got a reading of ¿226 mg/dl¿ on the subject meter. She reportedly took 9 units of bolus insulin at 6:55 pm and felt nauseous. By 8:15 pm, the patient tested at ¿225 mg/dl.¿ she tested again at 9:05 pm and got a reading of ¿230 mg/dl.¿ she still felt dizzy and nauseous and subsequently administered self-treatment with 6 ounces of orange juice as she felt her blood glucose was dropping. The patient indicated that there is a contrast issue. There reportedly is not enough contrast for the black letters against the gray background. This complaint is being reported due to the alleged display issue. The patient¿s symptoms did not meet lifescan¿s criteria of a serious injury. In addition, there was no report of any required hcp treatment to suggest a serious injury.